Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k911684. This report is number 1 of 2 mdrs filed for the same patient (reference 3006946279-2016-00069 / 3002806535-2016-00232).

Event description:
Patient was revised approximately two months post-implantation due to dislocation of the femoral head. The femoral head and acetabular cup were removed and replaced.